Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was episodes of noise resultingi in oversensing noted on the right ventricular (rv) lead. No intervention was performed to resolve the event and the patient was in stable condition.

Event description:
During follow-up, there was confirmed lead insulation damage noted on the right ventricular (rv) lead, resulting in episodes of noise and oversensing . The rv lead was capped and replaced to resolve the event and the patient was in stable condition.